Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the returned product identified the device fractured above the proximal thread. Fractured distal rod remains threaded into the associated devices. Wear and scratches are present on the proximal end and visible section of distal shaft from previous uses. No other damage was noted. Device has an approximate field age of 1.5 years. Measurement within specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while cleaning up after a case, the tip of the guide rod broke off while removing it from the handle. There was no patient involvement. Attempts have been made and no further information has been provided.